Event description:
It was reported that the bmw universal ii guide wire was used in a moderately calcified, heavily tortuous left anterior descending coronary artery. Resistance was met between the guide wire and an unspecified balloon during withdrawal. In an attempt to retrieve the balloon, mild force was applied resulting in separation of the guide wire core. The guide wire and its separated portion were simply withdrawn. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the unspecified balloon device and/or interaction with the moderately calcified, heavily tortuous anatomy resulted in the reported difficult to remove. Interaction/manipulation of the device in an attempt to retrieve the balloon using mild force ultimately resulted in the reported material separation. As reported, the guidewire was simply withdrawn. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.